Event description:
It was reported by service report that the head end left side rail was stuck in the down position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent glide rod.